Manufacturer narrative:
The analysis of the leads found a fraying of the outer insulation at the setrox, about 2-4 cm proximal of the ligature. This damage manifestation must be regarded as the cause for the clinical complaint with high probabitlity. The fraying of the outer insulation requires excessive mechanical stress of the lead. The analysis was unable to find any manufacturing error or material defect. The position and characteristics of the fraying lead to the assumption of a simultaneous occurence of strong pressure of the lead onto the ICD housing and excessive friction of the lead by pressure the ICD housing. Friction with other leads as friction partners can also not be ruled out. However, no damge to the insulation could be detected at the ventricular linox sd. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationship of the implanted system in the body, were not available for analysis. The lead linox sd did not show any deviations from the technical specifications that could be related to the clinical complaints.

Event description:
Ous MDR.oversensing in the atrial and far-field channels was reported after an implantation time of about 8 months. The ICD and the two leads were explanted. Lumax 300 dr-t, MDR 1028232-2008-01706. Linox sd 65/16, MDR 1028232-2008-01707.